Manufacturer narrative:
Product ID 37711, serial# (B)(4), implanted: 2006 (B)(6); product type implantable neurostimulator product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3487a, lot# l39487, implanted: 1996 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3487a, lot# l35415, implanted: 1995 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was an elective replacement indicator (eri) on both implantable neurostimulator¿s (ins) the day of the report. The right ins had one reading that was greater than 3600 ohms. The left ins had all readings >3600 ohms. The patient said the device was working fine and felt it, the patient just had to turn it up more to feel it. The ins was reaching end of life (eol). It was unknown where the problem was. The eri was seen on both ins's the day of the report and the impedances showed potential problems. The patient was still thinking about replacing the batteries and would contact the healthcare provider (hcp) when she wanted to schedule it. If additional information is received, a follow-up report will be sent. See manufacturer report# 3004209178-2015-00704 for concomitant ins, left side